Manufacturer narrative:
This report will be updated if additional information is received or if the device is returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety core status. Review of stored memory verified that the device experienced three oscillator mismatch faults. These faults caused the device to go into safety core. The device was then removed from safety core status and a comprehensive series of automated diagnostic tests were conducted to verify the performance of device memory, pacing, defibrillation and recording functions. The device performed as expected for each test. Of note, cognis devices have been specifically designed such that if three system resets occur within a timeframe of approximately 48 hours, the device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to faults occurring as a result of electrocautery.

Event description:
Boston scientific crm received information that this device was explanted after displaying a message indicating it entered safety core status during a lead replacement procedure. The representative reported an inappropriate shock was delivered during use of a bovie, although the device's tachycardia therapy had been programmed off prior to the start of the procedure. When the device was disconnected and interrogated, it was reported to be in safety core status with monitor + therapy mode on. Another device was implanted, with no adverse patient effects. The device is to be returned for analysis.